Event description:
This was a lead extraction case to remove three 53 month old leads due to cied system infection. Each of the leads were prepped with lld-ezs. A 14f glidelight catheter was used to successfully remove the ra lead (B)(4) and a 16f glidelight was used to remove the rv lead (7121) without incident. While extracting the lv lead (B)(4) using the 14f glidelight, the patient's blood pressure dropped significantly. A sternotomy was performed and an injury was discovered at the svc/ra junction. The surgeon removed a clot and repaired the tear. The patient survived the intervention.